Manufacturer narrative:
(B)(4). Batch # n91n7j. The batch history records were reviewed and the manufacturing criteria were met prior to the release of this batch. Following information was requested but unavailable: did the broken blade tip fall into the patient? Was the broken blade tip retrieved from the patient? Did this cause a change in the plan of care for the patient?

Event description:
It was reported that the blade tip broke. No patient consequence reported.

Manufacturer narrative:
(B)(4). Date sent: 07/08/2019. Corrected data g7: this correction is being submitted to correct the sequential numbering for the follow up reports. Follow up report # 3 submitted on 09/29/2017, should have been submitted as follow up report # 2.

Manufacturer narrative:
(B)(4). Date sent: 09/29/2017. D4: batch # n91n7j. Device analysis: the device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. During functional testing on gen11 an alert screen was displayed. A probable cause of the device stop activating and display an alert screen is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Manufacturer narrative:
(B)(4). Date sent: 1-18-2024. This report is being submitted per the request of FDA to correct sequential numbering for the MDR follow up report originally submitted. This is follow up report #2. H11: g6. Follow up number.

Manufacturer narrative:
(B)(4). Additional information obtained: 1. No there was not any patient consequences. 2. Yes the blade tip was into the patient but it was retrieved from the patient. 3. There was no change in the plan of care for the patient.